Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the surgeon complained that the suction irrigator and clip applier kept getting stuck inside the trocar and would not function. It was stated that the trocar¿s seal was damaged and that they had difficulty inserting and removing the products from the trocar. The trocar was removed and replaced. There was no patient injury.

Manufacturer narrative:
Evaluation of one device. The visual inspection of the returned product noted the circular seal, trocar and envelope seal appeared intact. The obturator was not received. Pmv performed functional testing; the device passed an air leak test. An ethicon device and a stryker device were used to test for resistance by inserting and removing into the cannula. No resistance was noted. The cannula tip was checked with a .233 pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.